Event description:
It was reported that a couple of years ago (thinks in 2012) the patient had clonidine in the pump to make it more affective, but it dropped the patient's blood pressure. The patient was hospitalized, as the clonidine was affecting the patient's heart. The clonidine was turned down quite a bit. No other information was given regarding this event.

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).